Manufacturer narrative:
(B)(4). The device is currently en route to the manufacturer. We will provide a follow up report once we have received the device and carried out an investigation.

Event description:
A hospital in (B)(6) reported that two mr290hfv high frequency vented humidification chambers cracked while being used with a sensormedics 3100b ventilator. It was reported that shortly after the first chamber was put into use on a patient it was found to be leaking. The respiratory therapist replaced it and shortly thereafter the second chamber started leaking. Both chambers leaked within the first five minutes of use of the patient. No patient consequence was reported.